Event description:
IT WAS REPORTED THAT THE DEVICE COULD NOT BE INTERROGATED. NO INTERVENTION WAS PERFORMED AT THIS TIME, AND NO PATIENT SYMPTOMS WERE REPORTED.

Event description:
New information indicates that the device was explanted. No further information was reported.